Event description:
Caller reported a malfunction on the pump with the code malf 9 before any notable events. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Customer received assistance from technical support to reset the pump, as they had not previously reported or reset the pump for this malfunction within the last 24 hours.